Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having trouble communicating w/ the ins using the communicator. Patient services reviewed use. When patient connected to the ins they saw a por message. Reviewed how to clear the por message and turn stim back on. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.